Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cyst occurred in the peritoneal catheter and cerebrospinal fluid did not flow. The catheter was removed and the patient¿s status was listed as alive-no injury.

Manufacturer narrative:
Approximately 7 cm of the catheter was returned. The returned catheter was not patent due to debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ it is unknown how or when this damage occurred. The device also did not meet requirements for leak testing. A tear was observed at the proximal end. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.